Manufacturer narrative:
H6:code 100: no functional testing could be performed due to the condition of the device returned. Visual inspections & results: head rotates yes, nose shroud cracked/broken no, staples in nose yes(2 twisted), staples in the track yes(21), trigger engaged with precock yes. Functional tests & results: cylced instrument no. Analysis conclusion: based upon the inquiry info received and the visual examination, it was concluded that the reported instrument "jammed" during surgery may have been due to 2 twisted staples in the cartridge nose. The instrument was received with 2 twisted staples jammed in the cartridge nose. The 2 twisted staples could not be removed without the disassembly of the cartridge assembly and no functional testing could be performed. The cartridge was disassembled and no deformations or anomalies were observed and no conclusion could be reached as to how the staples had become twisted and jammed in the nose. The cartridge was observed to contain 23 staples. Each instrument is evaluated during the assembly process to ensure that staples feed, fire and form correctly. The instrument's staples may become twisted within the cartridge track and/or the cartridge nose if the instrument sustains a blut trauma.

Event description:
The instrument was used during a laparoscopic hernia repair. It was reported the ems jammed. There was no consequence to the patient.